Event description:
The manufacturer received information alleging cosmetic damage occurred on a trilogy 100. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was partially confirmed. During the evaluation, it was noted that the device exhibited physical damage (missing/displaced rubber feet, cracked base enclosure, gap between enclosures) and confirmed device malfunctions, including failed o2 low flow, nurse call, and active exhalation proportional valve testing. In conclusion, the device¿s interface pca and active exhalation control module were replaced to address the confirmed malfunctions.